Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Event description:
A customer in (B)(6) reported the generation of a false positive ex20ins mutation result for a patient sample (ffpet) tested with the cobas egfr mutation test, v2. All samples that were previously positive for ex20ins were repeated by next generation sequencing (ngs) to confirm results. The sequencing results of one of the samples did not confirm the presence of the ex20ins mutation. Although requested, no data was able to be provided. No harm or injury was indicated.